Event description:
Healthcare professional reported right side extra-capsular rupture, "marked disruptions of the implant shell¿, ¿silicone extravasation", "right axillary lymph node - silicone signal", "scattered droplets of free fluid amongst ruptured silicone implant¿, ¿intracapsular rupture and focal areas of extracapsular rupture in the right side at 9 o¿clock position¿, ¿intranodal silicon¿, and ¿prominent axillary lymph nodes¿. Device has been explanted.

Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture; "prominent axillary lymph nodes"; "silicone extravasation". Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lymphadenopathy: unable to observe as it is not related to the manufacturing process. ¿ silicone migration: unable to observe as it is not related to the manufacturing process. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side extra-capsular rupture of silicone implant. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side extra-capsular rupture of silicone implant. The device has been explanted.